Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-22066. It was reported that the patient was experiencing ineffective therapy with her pns system. The patient underwent an scs trial to cover their pain areas. Surgical intervention is expected to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein a second system was implanted to address the patient's pain. No intervention is planned with the patient's initial pns system. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.